Event description:
It was reported that a malfunction alarm occurred. The customer experienced an elevated blood glucose level of 600 mg/dl and diabetic ketoacidosis (dka). The customer went to the emergency room (ER) on (B)(6) 2026, and was subsequently hospitalized in the intensive care unit (ICU). The customer received intravenous fluids of saline and insulin to address the bg. The customer was released from the hospital on (B)(6) 2026 with the issue resolved and no permanent damage. The customer will continue to use the current pump for insulin therapy.